Event description:
It was reported that during testing conducted at the manufacturer, the drill experienced a bias-current error. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Corrosion was discovered within the bearings and motor assembly.